Manufacturer narrative:
Date sent to the FDA: 7/11/2021. Additional b5 narrative: it was reported that patient underwent revision surgery on (B)(6) 2015 due to undisclosed injury. Mwr-06072021-0000993471, submitted for adverse event which occurred on (B)(6) 2015. Mwr-06072021-0000993472, submitted for adverse event which occurred on (B)(6) 2019. Mwr-07072021-0000993578, submitted for adverse event which occurred on (B)(6) 2015.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2015. (B)(4) submitted for adverse event which occurred on (B)(6) 2019.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent hernia repair on (B)(6) 2015 and (B)(6) 2019 due to recurrent hernia. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.